Manufacturer narrative:
On may 2, 2023, the distributor provided the following information: after plugging pump into a power source via a usb cable, a pump sound could be heard; however, the touch screen was blank. The touch screen display was not working. Correction: h6 - code 2892 removed; 1559 added correction: h6 - code 2892 removed; 1559 added.

Event description:
It was reported that the pump battery was unresponsive. There was no reported adverse impact to customer's blood glucose. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.